Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted in 2020. At some point, the patient developed an infection, and the device was removed. On a follow up procedure, it was noticed there was an excessive fibrosis/scarring. No further information was provided.